Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: shipped back device 03.010.010 ¿aim-arm f/etn radioluc¿ with lot number 1367305 is in used conditions. In particular, the screw (component 50157709) is damaged with scratches and broken. It is possible to see that the pin used to stop the screw with the handle is broken into three parts: one is stuck inside the special channel of the head of the threaded shaft (component 50157708) and two are stuck into the handle (component 50157707) (figure 3). Furthermore, the white symbol present on the head of component 50157709 is no longer visible (figure 4). Drawing/specification review: all the documents have been analyzed. According to drawing sm_119367, the head of the threaded shaft must present one single channel crossing it from a side to another and creating two holes. Shipped back component 50157708 was not manufactured according to sm_119367, version -. In fact, it presents 2 channels, forming as a result 4 holes. Dimensional inspection: it is not possible to perform anymore a dimensional inspection on the three elements of component 50157707 because it is broken and damaged. In particular, the pin used to fix the other two elements together is broken into three pieces that are very damaged. Anyway, it was possible to measure the external diameter of the head of the threaded shaft (component 50157708). According to drawing, the value found using micrometer resulting inside specifications. Conclusion: in 2005, it was decided to rework (nacharbeit intern) components creating the second new channel in the ¿montage¿ while assembling together components 50157708 and 50157707 through 50147144. For this reason the presence of the second channel in component 50157708 that is not conformed to drawing sm_119367version - , is justified and the non-conformance was not confirmed. It is not possible to perform anymore a dimensional inspection on the three elements of component 50157707 because it is broken and damaged. In particular, the pin used to fix the other two elements together is broken into three pieces that are very damaged. Anyway, it was possible to measure the external diameter of the head of the threaded shaft (component 50157708). According to drawing, the value found using micrometer resulting inside specifications. Confronting drawing sm_119367, version -, valid when the device was produced and the one in use now (se_227906 version d) to manufacture component 50157708, is possible to notice that the dimension of the channel and consequently the one of the pin was increased from roughly ø2 mm to ø3 mm, increasing the stiffness of the pin. In conclusion, no manufacturing related issue are confirmed and misuse of the device is most likely to address as the root cause. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.010; lot: 1367305; manufacturing site: haegendorf; release to warehouse date: 27. July 2005. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during loan kit inspection on an unknown date, the head of a locking screw on the radiolucent aiming arm was noted to be broken at the threaded shaft. It is unknown if there was patient or procedure involvement. This report is for an aiming arm. This is report 1 of 1 for (B)(4).